Event description:
Procedure type: unk. According to the reporter: protack units from the same lot were fired and failed. Failure was described as grinding "rusty" sound from unit as fired, followed by jammed trigger. All failures occurred on the initial firing. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.